Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No low battery alert, failed battery test alarms or power loss alarm noted during testing or in the device trace download. However, the battery tube and electronic assembly found with traces of corrosion per visual inspection. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Device received with faded serial number label. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. Device received with cracked case on the back at the battery tube area and battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump didn¿t working and also had a blank display. The customer¿s blood glucose value was 298 mg/dl. The customer also reported that the insulin pump alarmed failed battery and also insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.